Manufacturer narrative:
This report is submitted on april 19, 2018.

Event description:
Per the clinic, the patient experienced a performance decrement with device use; subsequently, the device was explanted on (B)(6) 2018.